Manufacturer narrative:
(B)(4). The patient line was not fully primed prior to connecting for therapy because the patient line clamp remained closed during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and left the patient line clamp closed during the prime. The patient was connected and in initial drain of peritoneal dialysis therapy at the time of the report. The technical service representative instructed the patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.